Manufacturer narrative:
The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, dyspnea and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 2.75x23 mm xience sierra stent was implanted in the mid left anterior descending coronary artery. On (B)(6) 2020 the patient reported having had chest discomfort/pain and shortness of breath on exertion for approximately 3 to 4 weeks prior to the (B)(6) appointment. A cardiac catheterization was performed on (B)(6) 2020 and 95% in-stent restenosis was found in the distal end of the xience sierra stent. Another xience stent was implanted to treat the restenosis with good results. The condition resolved on (B)(6) 2020. No additional information was provided.